Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that no microorganism was detected. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was culture tested positive for an unspecified microorganism. It is unknown in which part of the scope the microorganism was found. There was no report of patient infection associated with this report.